Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not able to place their ipg into MRI mode due to high impedances on the right lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction to h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention was undertaken on 04dec2024 wherein the left lead was confirmed to have migrated. Both leads were explanted and replaced to address the issue.